Event description:
It was reported that during surgery the insert could not be implanted. A delay of less than 30min reported. Delay time led to more bleeding. High buckling gasket was used to complete the surgery.

Manufacturer narrative:
It was reported that during surgery the insert could not be implanted. A delay of less than 30 min was reported. The associated genesis ii ps insert was returned and evaluated. Visual inspection of the device showed minor damage on the locking detail. A dimensional inspection was attempted; the damage/deformation at several features of the device would not allow for accurate measurement. A clinical analysis noted that without the requested clinical information and the operative report, the root cause of the difficult implantation of the insert cannot be determined. However, a user vs procedural error cannot be ruled out. Beyond the excessive bleeding which required a blood transfusion, there is no further harm being alleged. There are no plans to do a revision and patient is reported as doing fine. Our investigation including a review of the manufacturing records for the listed batch did not reveal any deviation from the standard manufacturing processes. A review of the complaint history for the listed part revealed no prior complaints for the listed failure mode with the same batch number. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A relationship, if any, between the device and the reported incident or adverse event could not be corroborated. No further investigation warranted for this complaint; however smith and nephew will continue to monitor for future complaints and investigate as necessary. Should additional information be received, the complaint will be reopened.

Manufacturer narrative:
It was reported that during surgery the insert could not be implanted. A delay of less than 30 min was reported. The associated genesis ii ps insert was returned and evaluated. Visual inspection of the device showed minor damage on the locking detail. A dimensional inspection was attempted; the damage/deformation at several features of the device would not allow for accurate measurement. A clinical analysis noted that without the requested clinical information and the operative report, the root cause of the difficult implantation of the insert cannot be determined. However, a user vs procedural error cannot be ruled out. Beyond the excessive bleeding which required a blood transfusion, there is no further harm being alleged. There are no plans to do a revision and patient is reported as doing fine. Our investigation including a review of the manufacturing records for the listed batch did not reveal any deviation from the standard manufacturing processes. A review of the complaint history for the listed part revealed no prior complaints for the listed failure mode with the same batch number. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A relationship, if any, between the device and the reported incident or adverse event could not be corroborated. No further investigation warranted for this complaint; however smith and nephew will continue to monitor for future complaints and investigate as necessary. Should additional information be received, the complaint will be reopened.